Event description:
The pace/sense portion of this lead was capped on (B)(6) 2011 due to chatter. The physician replaced this with a pacer lead. The shock portion of this lead remains actively implanted. Should add'l info become available, this file will be updated.